Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire fracture occurred. The patient presented with stemi, and was prescribed medication for chest pain. Vascular accessed was obtained via the right femoral artery. The 80-90% instent restenosed, eccentric, and thrombotic lesion was located in the severely tortuous and calcified proximal right coronary artery (rca). A choice es 182cm guide wire was advanced across the lesion and placed in the distal portion of the vessel. Pre dilation was performed with a 4.0mm non-bsc balloon followed by stenting with a 4.5x13mm non-bsc bare metal stent. The stent was post dilated with a 4.5x8mm non-bsc balloon to 18 atms with 0% stenosis and timi-3 flow. Following the procedure the choice es guide wire was attempted to be removed however, the wire fractured with approximately 60 mm of the wire remaining in proximal to the distal right coronary artery and appeared to be embedded extra luminally. The patient was stable; however, there was evidence of thrombus. After physician consultation, it was decided to capture the detached wire behind the stent struts, against the vessel wall. Next, there was successful stent placement in the proximal to distal right coronary artery with overlapping 4.0x30, 4.0x30mm, and 4.0x18 non-bsc bare metal stents to retain and fully oppose the wire against the vessel wall. The stents were post dilated with a 4.0x15mm non-bsc balloon with multiple inflations up to 20 atms. The procedure was completed with no further patient complications with 0% residual stenosis and timi-3 flow. Post procedure the patient was prescribed integrilin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a guide wire fracture occurred. The patient presented with stemi, and was prescribed medication for chest pain. Vascular accessed was obtained via the right femoral artery. The 80-90% instent restenosed, eccentric, and thrombotic lesion was located in the severely tortuous and calcified proximal right coronary artery (rca). A choice es 182cm guide wire was advanced across the lesion and placed in the distal portion of the vessel. Pre dilation was performed with a 4.0mm non-bsc balloon followed by stenting with a 4.5x13mm non-bsc bare metal stent. The stent was post dilated with a 4.5x8mm non-bsc balloon to 18 atms with 0% stenosis and timi-3 flow. Following the procedure the choice es guide wire was attempted to be removed however, the wire fractured with approximately 60 mm of the wire remaining in proximal to the distal right coronary artery and appeared to be embedded extra luminally. The patient was stable; however there was evidence of thrombus. After physician consultation, it was decided to capture the detached wire behind the stent struts, against the vessel wall. Next, there was successful stent placement in the proximal to distal right coronary artery with overlapping 4.0x30, 4.0x30mm, and 4.0x18 non-bsc bare metal stents to retain and fully oppose the wire against the vessel wall. The stents were post dilated with a 4.0x15mm non-bsc balloon with multiple inflations up to 20atms. The procedure was completed with no further patient complications with 0% residual stenosis and timi-3 flow. Post procedure the patient was prescribed integrilin.

Manufacturer narrative:
Device evaluated by manufacturer: visual, microscopic and sem analysis of the returned device revealed the spring tip unraveled with the core wire exposed and fractured. The dimensional measurements are within specification. Sem analysis revealed the actual fracture surface was obscured by rolled and smeared/torn material thus masking most fracture features. However, the overall ribbon wire was twisted in a torsional direction leading one to believe that the core wire fractured due to a torsional overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).